Manufacturer narrative:
B3: estimated as 08/19/2020 as the received date for the article is noted as 19 august 2020 literature citation: masroor s, qiu q, alghothani m, gupta r, moukarbel gv. Left atrial appendage perforation with watchman device implantation: strategies for surgical repair. J card surg. 2021;36:398-400. Https://doi.org/10.1111/jocs.15145.

Event description:
Reported via journal article. It was reported that cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) was deployed. Angiography revealed brisk contrast extravasation in the pericardial space. The device was retracted and redeployed at a more proximal position, and the delivery system was disconnected. The patient developed cardiac tamponade requiring emergency pericardiocentesis with the evacuation of 800 ml of blood. Protamine was administered. Cardiothoracic surgery was consulted, and the patient was transferred to the operating room for emergency repair of a laa perforation because of ongoing pressor support and bleeding. Due to the high risk of embolization of the closure device and the resulting clot, the physicians decided not to manipulate the laa until cardiopulmonary bypass was established. Following median sternotomy, the patient's systolic blood pressure was 80 mmhg, and there was persistent slow bleeding. The patient was immediately heparinized, and cardiopulmonary bypass was initiated after standard cannulation. The laa was exposed, and a large clot was identified adherent to the laa. Once the clot was removed, the device anchors were seen protruding through the laa with active bleeding in between the anchors. The device was delicately pulled out through the left atrium, unentangling the individual anchors embedded in the surrounding atrial tissue. Upon close examination, there were big clots adherent to both the anchors and the nitinol stent cover of the device. Left atrial cryomaze procedure was then performed using 2-minute ablations encircling the four pulmonary veins. Another lesion was created connecting the left inferior pulmonary vein to the p3 region of the mitral annulus. The laa was then excluded externally at the base with an epicardial atriclip. The atriotomy was closed with 3-0 monofilament and cross clamp removed. The patient was successfully weaned off of cardiopulmonary bypass with no further complications. Patient status the patient was discharged five (5) days later in normal sinus rhythm on beta blockers without antiarrhythmics drugs or anticoagulants.